Event description:
It has been reported to philips that biplane fluoroscopy was not possible using the foot switch in the examination room. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy was not possible using the foot switch in the examination room. Fse dispatched to the customer site and confirmed the issue. Fse checked the footswitch command reaction test on the inspection room side, and checked the exterior and cable, but no abnormalities were found. Fse replaced the footswitch and observed the progress. The system was returned to use in good working order. The codes were updated based on the investigation outcome.